Manufacturer narrative:
Reported event: an event regarding damage involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the universal driver shaft was returned in used condition. The hexalobular tip of screwdriver shaft was damaged. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Material analysis is not required for the universal driver shaft as it falls in the scope of a CAPA. -medical records received and evaluation: a review of medical records was not performed because no medical records or x-rays were made available for evaluation. No further information was requested as there is no evidence to support the event was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver shaft was damaged. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. A CAPA performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. A change was implemented on may 6, 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
Surgeon was using a torx screwdriver when the tip broke off. He asked that all the torx screwdrivers in the hospital be replaced. He has a history of breaking them.